Event description:
On (B)(6) 2012, it was reported that the patient had been having frequent hyperglycemia in connection with his infusion device displaying e4 (occlusion error) for the last three months. The e4 mostly occurred during bolus delivery. The patient's common bolus is 10.0 units of insulin. On (B)(6) 2012, the patient went to the hospital due to a wound that would not heal on his foot. At the time of report, the patient was told the solution would be the amputation of two toes. While the patient was in the hospital his blood glucose level rose to 22 mmol/l (396 mg/dl). The patient's physician decided to stop use of the infusion device and switch the patient to insulin injection therapy. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.